Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a transobturator tape procedure performed on (B)(6) 2017. According to the complainant, within a week after the surgery, the patient experienced mesh erosion. A second operation was performed on (B)(6) 2017 to excise the mesh and to treat the erosion, but the operation failed and the patient again experienced erosion within a week after the procedure.

Manufacturer narrative:
This complaint was also reported to (medicines and healthcare products regulatory agency) report reference no (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a transobturator tape procedure performed on (B)(6) 2017. According to the complainant, within a week after the surgery, the patient experienced mesh erosion. A second operation was performed on (B)(6) 2017 to excise the mesh and to treat the erosion, but the operation failed and the patient again experienced erosion within a week after the procedure. Additional information received on january 5, 2018. The patient will undergo a full medical operation to remove the eroded mesh.